Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After attempting to access the plan for the right side of the patient, I started getting errors with the software. I went through every trouble shooting technique I am aware of. The screen was frozen so I did a soft reset which seemed to fix the problem for the moment. After logging back in I started to experience similar issues. I tried restarting arm software several times, connecting the ethernet bi-pass to the rio and enabling it on the software, and last resort I tried a hard reset. Then when trying to re-home the mako, the arm would not move at all. At this point I called clinical support and went through a number of trouble shooting steps. Finally, the problem was fixed after several hard resets, restarting arm softwares, etc. After all of this we were able to finish the case successfully. This pr was generated for the patient's right knee case. Pka 3.0 procedure. Logs were provided: (B)(4). Surgical delay of 30 minutes.

Event description:
After attempting to access the plan for the right side of the patient, I started getting errors with the software. I went through every trouble shooting technique I am aware of. The screen was frozen so I did a soft reset which seemed to fix the problem for the moment. After logging back in I started to experience similar issues. I tried restarting arm software several times, connecting the ethernet bi-pass to the rio and enabling it on the software, and last resort I tried a hard reset. Then when trying to re-home the mako, the arm would not move at all. At this point I called clinical support and went through a number of trouble shooting steps. Finally, the problem was fixed after several hard resets, restarting arm softwares, etc. After all of this we were able to finish the case successfully. This pr was generated for the patient's right knee case. Pka 3.0 procedure. Logs were provided: (B)(4). Surgical delay of 30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding software freeze between joint balancing page and implant planning involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 269 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding software freeze. There were two other reported event for the listed catalog number (pr1691021 and 1740257). Conclusion: communication error/lost between arm software and application caused application software freeze, and failure to start application / arm software.